Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to power supply failure. Additional evaluation findings are as follows: front panel mouth damaged; corrosion of top cover, bottom chassis and front panel chassis; a previous version igniter and iris cable; worn socket slider switch, causing intermittent use of high intensity mode; a non-olympus lamp found installed and light output measured out of specification; the iris pcb stuck intermittently; air pump flow rate measured out of specification; stains on the lens noted; replacement of lamp deemed necessary. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model clv-180, failed to power on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(4). For additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured thus its record could not be checked. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the device's failure to power on is because the power battery deteriorated due to long-term usage. Olympus will continue to monitor the field performance of this device. This medwatch report is related to medwatch report 8010047-2022-07355, patient identifier (B)(6).